Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose of 423 mg/dl and the insulin pump was alarming no delivery. Blood glucose at the time of the alarm was 474 mg/dl, which they treated with the insulin pump and injection. During troubleshooting no issues with air bubbles, leaks or settings were found, but they removed the cannula and confirmed it was bent. Most recent blood glucose was 368 mg/dl. It was advised to change the entire infusion set. The insulin pump will not be returned for analysis.